Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, t-wave oversensing was noted. The patient came in for wound check and the suggested programming changes were made at that time and the patient left the clinic. Later, it was noted that the patient had a significant pause episode that was noted via remote transmission and the recorded four second pause was not reported by the patient and was considered asymptomatic. Explant of implantable cardiac monitor was discussed. No patient consequences were reported.

Manufacturer narrative:
The reported field event of sensing issue was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
Additional information - further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received states that the device was explanted.